Manufacturer narrative:
Concomitant medical products: product ID 3587a lot# l37694 serial# implanted: (B)(6) 1996 explanted: (B)(6) 2021 product type lead product ID 7495-51 lot# serial# (B)(4). Implanted: (B)(6) 1996 explanted: (B)(6) 2021. Product type extension. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 7495-51, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins was overdischarged. Patient stated they have not charged in over 2 years. Patient presents for scs replacement on (B)(6) 2021. Issue resolved. Hcp placed new paddle lead where old paddle lead had been implanted. Reports bottom leads of new paddle lead, 977c275 sn (B)(4) not laying flat. Connections of pocket adaptor into new ins, showed as poor connection. Scs system was replaced. Cause of event cannot/will not be determined. No troubleshooting per hcp. Issue resolved.